Manufacturer narrative:
(B)(4) follow up. It was reported there was a foreign object below the plunger. As a physical sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, one photo was provided for evaluation by our quality team. In the photo, it was possible to confirm the foreign matter. Without the physical sample the type of foreign matter could not be identified, and a probable root cause could not be determined. A device history record review was completed for provided material number 990172, lot 4297834. Inspections were carried out according to plan and no record of this condition was observed. There were no quality occurrences or maintenance events related to this incident. To date, there have been no other similar events reported for this lot. Further action has not been determined necessary at this time. Based on the investigation, bd was able to confirm the incident reported.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe plastipak 10ml s/su had foreign matter. The following information was provided by the initial reporter translated from portuguese to english: when removing the 10ml syringe from the pyxis, I noticed a foreign object below the plunger, similar to the black rubber of the plunger. Additional information received on march 5, 2025 for sample collection and replacement, please inform. Information shared by the client added in attachments. Has anvisa been notified? If yes, what was the notification number? No.